Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer entered blood glucose (bg) value 113 mg/dl into the pump and the pump indicated that the customer was above target level. During troubleshooting with tandem technical support, pump settings were reviewed and showed that the customer had entered an incorrect bg value into the timed settings. Customer changed the target bg value in the timed settings successfully. There was no reported adverse impact to the customer.